Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following possible causes. Environment such as patient¿s condition or connection status of the device. Impact from the used device such as device in combination or setting.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during a bariatric and gynecological surgery with the subject device, they had to call maintenance even though they had lost all visibility and patient was bleeding. It was reported that there was no breakdown or bad settings but a defect of the insufflation. The procedure was completed successfully with difficulties using the same device. The anesthesia was prolonged, and the extension of the procedure was 30 minutes however the patient was ok. No further information was provided.